Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified vein. A 7.0 x 40, 40cm mustang balloon catheter was advanced for dilatation; however, upon inflation the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.